Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following the hf sensor implant on (B)(6) 2017, the patient experienced difficulty with sensor acquisition and admitted to the hospital for acute decompensated right heart failure. The patient required advanced therapies (home milrinone therapy) and is under observation. As of (B)(6) 2017 the patient was hospitalized again for same issue. The patient is a clinical study patient.